Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the vision side cart (vsc) main power cord due to the old power cord being damaged. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the vision side cart (vsc) could not be powered on. The customer confirmed that the vsc circuit breaker was in the correct position and the power cable was connected to a working outlet, but there were no leds on the vsc that were lit up. The customer moved the power cable to another outlet but the issue remained. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a damaged vsc main power cord, which may result from straining or rolling over the power cable when the user forgets to disconnect the system cables prior to moving subsystem components. This issue can be resolved by replacing the power cable.